Event description:
It was reported that the 9600+ system experienced a 5 minute fluoro timer issue. No patient injury reported.

Manufacturer narrative:
Customer cancelled service call. No additional information provided.